Manufacturer narrative:
According to the customer on (B)(6) 2024 they were setting up the bed and they experienced visualized sparks when they "went to test the head". Per the customer there was no one in the bed when this occurred, and no injuries were reported related to the incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 they were setting up the bed and they experienced visualized sparks when they "went to test the head".